Event description:
Clinical manager attempted to utilize a nexiva IV needle for an IV start. Prior to opening package, noted protective plastic sheath over IV catheter was missing and needle was exposed within the package.